Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510(k).

Event description:
Complainant alleged that the ventilator displayed a technical failure 379 error. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. The logs were sent back to zoll technical support for assessment. After examination, technical support verified that the tf379 alarm was triggered. Despite the o2 supply being connected and the pressures falling within anticipated ranges, the flow o2 measurement was recorded at 1.87 lpm. This indicates a potential leak in the o2 dosing valve which requires replacement. Per the call logs, the most recent calibration was finalized on 16.09.2023. There are indications of either low or unstable initial flow, and alarm 401 was noted to be active for around 15 seconds before it self-reset, possibly as a result of the overdue calibration.